Manufacturer narrative:
Per communications with the response center engineer (rce), the logs were collected late due to customer delay in response, thus the information needed was no longer available for review. The customer alleged that on (B)(6) 2016 between 12:00 - 14:00, an alarm for room 3 did not appear on monitors 9 and 12 (care groups). The system was not tested, but is still in use. Due to the delay in obtaining information from the customer, the rce stated that the customer is going to monitor the issue, however, there have been no further occurrences of this issue since this report. The cause of the reported issue is unknown, however, it will be considered a malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that a bed-to-bed overview red alarm did not occur at the monitor and appears to be an intermittent issue. Was notified on (B)(6) 2016 that there was a patient death.